Event description:
As reported by bsc rep (with minor translation): procedure took place within rca, 4av atrio-ventricular branch. A stent (nir elite 3.5) had been deployed prior to inserting the gw and imaging catheter. Resistance was felt at the mentioned site during catheter insertion, and was forceably removed. Upon removal it was realized that a section of catheter was missing/detached. Atttempts to remove the detached section (snare) was unsuccessful. A surgical procedure was intiated where a section of rca was removed and bypassed to distal. The pt condition is well. It was confirmed based on visual exam of removed section that gw was led into (pushed) into stent strut, leading the catheter to follow into struts and catching the on edges of stent. The location subject to treatment (within vessel had 75% calcification (stenosis).